Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh90t01. Serial# (B)(6): product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer reporting that a couple weeks ago if not longer when the patient attempted to do a bolus they would lag at 90%. During call the patient closed all applications and agent walked patient through clearing data. Patient attempted to connect to the myptm app and was getting not found for the communicator. Patient noted they usually had to power off the handset and turn it back on; this started a few weeks back. On the call patient reset handset and reset the communicator. Patient was able to connect to the myptm app like normal. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. The patient reported their handset is lagging again at 90%. The agent on the call reviewed data and assisted the patient in deleting the data. The patient stated they would call back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient stated that they had the handset replaced in july and since then, when they bolus the handset lags at 90%. Pt states they called before regarding the same issue and the agent walked them through deleting the data. Pt states they are calling for assistance in deleting the data. The agent reviewed the data and assisted the patient in deleting the data. The patient will call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.